Manufacturer narrative:
The following information has been updated: d.10 device available for evaluation?: yes . D.10 returned to manufacturer on: 2020-06-08. H.3 device return to manuf.?: yes. H.6 investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach as intended and needle bending during use and the 3rd related complaint for needle hub separates on lot # 9189530. Investigation summary: customer returned seven (7) loose 31gx6mm, 0.3ml insulin syringes. Consumer reported that it's hard to remove shields and 3 syringes the needle hub separated and stayed inside the shield; also reported one syringe needle bent when shield was removed. All seven returned syringes were examined, and it was observed that all seven syringes exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. Since all seven syringes exhibited hub separation it could not be determined if the cannulas had been bending during use, as reported. Samples will be forwarded to manufacturing (holdrege) on 11jun2020 for further review. A review of the device history record was completed for batch# 9189530. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200833480] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle bending during use) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1617003, "on 10 jun 2020, holdrege received photo complaint. A visual evaluation of photo found (7) syringes with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the press station was not aligned correctly. Corrective action: l2l dispatch #72291 to adjust the press station. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 has been opened to address this issue of hub separates. " h.6. Method codes: 10, 3331. H.6. Result codes: 170. H.6. Conclusion codes: 25 h3 other text : see h10.

Event description:
It was reported that 3 0.3ml 31gx6mm u-100 insulin syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328521 batch no. 9189530 verbatim: relion consumer stated: he has to pull really hard to remove shields prior to injection 3 syringes, after pulling really hard, the needle and hub stayed inside the shield 1 syringe, pulled really hard to remove shield, once it came off, the needle was bent. He used the syringe despite bent needle date of event: (B)(6) 2020.

Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach as intended and needle bending during use and the 3rd related complaint for needle hub separates on lot # 9189530. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9189530. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200833480] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 3 0.3ml 31gx6mm u-100 insulin syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328521 batch no. 9189530. Verbatim: relion consumer stated: he has to pull really hard to remove shields prior to injection. 3 syringes, after pulling really hard, the needle and hub stayed inside the shield. 1 syringe, pulled really hard to remove shield, once it came off, the needle was bent. He used the syringe despite bent needle. Date of event: (B)(6) 2020.